Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (2) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 9028795. Customer states that the hub was detached with the shield. Both returned syringes were tested and the hub assembly did not separate from the barrel on either of the returned syringes. A review of the device history record was completed for batch # 9028795 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that needle hub separation occurred before use with a syr 0.3ml 30ga 8mm 7bag 420cas. The following information was provided by the initial reporter, "the hub was detached with the shield." 2 occurrences were reported.